Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the motor stalled on (B)(6) 2016 at 09:59 and recovery the same day at 10:10. The second stall occurred the same day at 10:17 and recovered at 10:47.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine, bupivacaine, and compounded baclofen at 10.0 mg/ml, 30.0 mg/ml, 300 mcg/ml concentrations and doses of 3.002 mg/day, 9.006 mg/day, 90.06 mcg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's device logs were reviewed on 2016-nov-17 and revealed two pump motor stalls and recoveries on (B)(6) 2016 secondary to MRI. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2016.